Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unresponsive patient was brought to the emergency room. Upon interrogation loss of capture in the right ventricle was noted at max output in both configurations. External pacing was used to maintain pacing support with a temporary pacemaker. A chest s-ray confirmed that the lead was split into two pieces. The lead was explanted and replaced on (B)(6) 2016. No additional information was available.